Event description:
It was reported that there was no second anchor in the joint. The doctor deployed the first anchor and placed the needle for the second, fired the device but nothing happened. No patient injury was reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. No further actions pursued at this time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
T1 was removed from the patient with graspers.